Event description:
On an unspecified date, an unspecified closed-circuit device was attached to the ICU medical pump cassette, and abnormal fluid flow behavior was observed. All clamps in the setup were initially closed, and no external pressure was applied to the IV bag. While the device was held steady without squeezing the bag, opening the clamp on the ¿a¿ side resulted in unexpected fluid leakage from the ¿b¿ side, despite the b side being closed. When the setup was connected to an infusion pump, the b side did not infuse as intended. This was a newly opened and primed set that was leaking directly out of the package. There was no report of any human harm.

Manufacturer narrative:
Received one video of the set in use. Leakage was observed coming from the top of the b-port clave. There was a stickdown on the clave. The complaint of leakage can be confirmed. The probable cause cannot be determined without the return of the used set. The lot history could not be reviewed due to no lot number being provided.